Manufacturer narrative:
Investigation of the guidewire revealed that the core wire was broken and coil wire was elongated, but the device was in one unit without separation to two. Microscopic observation revealed the trace of pulling-apart breakage with the core wire and composite core at approx. 5mm from tip end. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the device investigation, it is inferred that the guidewire was tip was trapped when the guidewire crossing to moderately calcified 90% occlusive target lesion, where pull back manipulation with force was applied, the core wire and the composite core was broken apart by the force exceeding the product design limit. Warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. - when torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, subject guidewire was used for the procedure to moderately calcified 90% occluded lesion at lcx #13, during the attempt to cross the lesion, resistance was felt and when physician removed the guidewire, coil elongation was found. The guidewire could be removed out together with the guide catheter, there was no injury or impact with the patient.

Manufacturer narrative:
(B)(4)